Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Both events involved patient (B)(6) (22-year-old male, 172.7 cm, 78.7 kg). After completing a 30-minute physical therapy session at 11:05, the iabp displayed a ¿driveline kinked¿ alarm, but the patient remained stable in bed. At 14:00, intermittent alarms (¿iab catheter restriction,¿ ¿unable to calibrate fiber-optic sensor¿) were reported; getinge support was contacted, and the ccu fellow switched the iabp to auto mode. A chest x-ray at 14:36 showed the iabp marker retracted by ~2 cm but still stable. At 18:00, the console alarmed ¿internal failure¿ and was replaced; the patient remained asymptomatic. Between 20:00 and 01:53, multiple alarms and shutdowns occurred, requiring up to seven console exchanges; condensation was noted in helium tubing, and troubleshooting continued with getinge support. Despite these issues, the patient remained hemodynamically stable throughout. At 04:59 on (B)(6) 2025, the cts/ccu team removed the iab catheter due to recurrent failures; inspection revealed a broken wire, and getinge was notified. The catheter was retained for further evaluation. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported during use that intra-aortic balloon(iab) 11:05- pt completed approx. ~ 30 min of physical therapy session (sit to stand/ march in place). Towards end of session iabp was giving "driveline kinked" alarm as per physical therapist. Patient stayed in bed after pt session and remained hemodynamically stable. 14:00 - day rn notified ccu fellow and CT surgery md of intermittent iabp alarms that read " iab catheter restriction" and "unable to calibrate fiber-optic sensor." Pt was asymptomatic and sitting up in bed. Getinge (iabp customer support) was called. Ccu fellow placed iabp to 'auto' from 'semi-auto' as instructed. Pt remained hemodynamically stable at this time. 14:36 - cxr obtained which showed that the iabp marker had retracted ~ 2cm but still in a stable position. 18:00- iabp console alarmed with "internal failure" and no tracings appeared on screen. Ccu fellow and cts notified. Iabp console was exchange. Pt remained asymptomatic and hemodynamically stable. Upon rn shift handoff, primary rn was made aware of the iabp situation. 20:00 - 01:53 - iabp continued to have multiple alarms and system shut offs, requiring up to 7 iabp console replacements. Patient remained in bed. Primary rn, charge rn, ccu fellow, and CT surgery all at bedside. Throughout this time, the following alarms appeared - "iabp may require maintenance," "power-up test fails code #14. No trigger. Battery in use," and "gas gain in iab circuit." Additionally, condensation was observed in the helium tubing when aspirated by CT surgery. Pt remained hemodynamically stable and asymptomatic. No harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, type of investigation).